Event description:
It was reported that the device had check IV set error. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: exec investigation summary: field technician stated issue of check IV set error was confirmed. On 07-may-2026, lvp was received unboxed and with paperwork. Tamper seal is intact. Testing: asm analog sensor test revealed ¿bottle voltage¿ stuck at 0.0012 volts. Root cause: a bad upper pressure sensor. Defective material from supplier. Recommend replacing the upper pressure sensor. Device to be stored for future processing. Failure investigation report attached in salesforce. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52 (f)(11)(iii), the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.